Event description:
It was reported to baxter (B)(4) that a hair was found in the balloon of one (1) ce infusor lv5 device during compounding. The device was being compounded with fluorouracil drug. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).additional narrative: the device is not available for evaluation by baxter, per the customer. Therefore, the reported condition could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.